Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes lack of capture, oversensing and impedance of <250 ohms in the bipolar configuration.